Event description:
It was reported that the device had ground clip bent up significantly. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: the field technician stated pcu issue of ¿ground clip significantly bent up¿ was confirmed on the left side of the male iui while inspecting the device during the investigation. ¿on 10sep2024, a pcu was received unboxed and with paperwork. ¿an external inspection confirmed the reported bent ground clip. ¿no issues were observed when a module is attached to the male iui having the bent clip. ¿the pcu will be returned to bd san diego repair center for normal processing and to replace the male iui. ¿the failure investigation report will be attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.